Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past intermittent elevated blood glucose (bg) from 370mg/dl to displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer was instructed to consult with their healthcare provider.